Manufacturer narrative:
The blade subject to this MDR was not returned to MFR for evaluation as yet.

Event description:
It was reported that during a total knee arthroplasty surgery that the blade broke at the mount. It was also reported that the broken portion was not found, an x-ray was conducted which confirmed that there were no pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.